Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 300 mg/dl to 400 mg/dl at the time of incident and current blood glucose level was 153 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with insulin pen. Customer did not allege insulin pump was under delivering. Customer stated that some air bubble was present along the tubing length. Customer reported that the insulin exited at the quick release. Customer was performed a high pressure test and the test was on. Customer was not using auto mode. Customer troubleshoot was performed for high blood glucose level. The insulin pump will not be returned for analysis.